Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to implant and a gray battery bar was observed. The device was set aside at room temperature and re-interrogated with no change. The device was not implanted. There was no patient involvement.